Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the cause of elevated bg level was unknown. The customer reported being treated with 2 bags of saline in the ER. After being in the ER for 5 hours, the customer left with a bg level 267 mg/dl and was feeling "much better and awake".